Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 3 of 4. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and no patient extension lines were in use. The patient had not disconnected prior to the alarm. All of the bags were properly connected. The supplies had not been damaged by an outlet port clamp or assist device. The home patient (hp) stated that he had an unused line in the organizer with the clamp open. The technical service representative (tsr) assisted the hp to end therapy. The hp stated he would not continue therapy that night. The tsr advised the hp to call his peritoneal dialysis registered nurse and inform them that he had ended therapy early and possibly had air in the set up. Proper procedures were reviewed with the hp and there were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error, open clamp. The label review found the labeling adequate for the use error in this complaint. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. This issue is being investigated through CAPA.